Event description:
Boston scientific received information that this device triggered end of life (eol) due to higher than expected charge times. The physician thought that this seems unusually early since this patient rarely paces and has not delivered any therapy since implant. As a result, this device was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
To date, this device has not been returned to boston scientific.